Event description:
Customer stated that the pump was dropped on the bathroom floor and the driver arm is bent. Noticed that bgs were elevated. Stated also that is on medication for illness. During troubleshoot water was exiting intermittently. Leadscrew was rotating intermittently.